Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that she had numbness down her legs bilaterally since 31-jan. The patient had an MRI on 5-feb and her battery appeared to be dead when trying to put it into MRI mode. It was noted that between christmas and new years the battery wouldn¿t hold a charge for longer than 5 hours. The patient mentioned she had switched the rate parameter of her settings. The MRI showed the leads were in the same position. Reprogramming was done but did not improve the back pain. The issue was not resolved at the time of the report.

Event description:
A health care professional had reported that the implantable neurostimulator had been off for quite some time. The patient assumes t hat the implantable neurostimulator is depleted as she has not charged in months and needs to get it reprogrammed. The patient repeated that when stimulation was on, it was painful which is why she had to turn the spinal cord stimulation off for awhile. The patient has not been able to get her settings reprogrammed due to covid-19.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had pain above and to the right of her midline incision. The pain only occurred when the stimulation was on. The rep reported that the pain started approximately 1.5 weeks after implant. The stimulation still covered where her typical pain was. The rep reported that lead connection and impedances were done with no abnormalities. The rep reported that a reprogramming was done as well to help provide better pain relief. The rep reported that the patient didn¿t know of anything happening prior to this new pain starting. The patient made an appointment with their healthcare provider (hcp) for 2020 (B)(6). The rep also reported that patient¿s only other complaint was the battery discharging so quickly. The rep reported that she would need to charge at least twice daily when the battery would typically last a couple of days. No further complications were reported.